Event description:
A report was received that the pt was having communication issues between the external equipment and the ipg. Further eval by a bsn rep confirmed problem with ipg and recommended replacement. The physician will not perform revision due to pt's other medical conditions. The pt has infection on his right foot due to diabetic ulcer. The infection is not device related. No revision will be scheduled until the pt is cleared from his current situation.

Manufacturer narrative:
A review of the mfg documentation of the devices involved found that no anomalies or deviations potentially related to the reported event occurred during mfg. This is the final report.